Manufacturer narrative:
One tracheostomy was returned for evaluation. Visual inspection of the device found it to be have markings on the exterior airway tubing. The device underwent leak testing, confirming the reported customer complaint. It was reported the customer "used their teeth" ti stabilize, which led them "biting through the pilot balloon". The customers complaint also alleges an issue where the "inflation line" would keep falling out after filling the cuff with water or removing water from it. The valve of the returned sample (as well as all other components) was reviewed and found to be in the correct position. Upon inflating/deflating the tube, there were no issues noted where anything became separated. Investigation confirmed an inflation issue with the returned sample. It appears to originate from marks on the airway tubing which are likely bite marks based on the customer's correspondence. The directions for use advise to avoid contact with the product from sharp edges. Although it cannot be definitively determined what led to the customer's inflation problem, it is highly likely to be a use issue.

Event description:
Information was received indicating that 24 hours following placement of a smiths medical portex® bivona customized tracheostomy (trach) tube the port is left open to the cuff following filling. It was reported that when the syringe is removed after filling the cuff, the inside white plastic piece comes out, leaving an opening into the patient's cuff. Subsequently, the tube was changed out with no adverse patient effects.